Manufacturer narrative:
The reported defective devices have yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the devices. An investigation into the root cause for product problem is currently in progress. The results of the device evaluations will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported: a male patient of unknown age presented for a microwave ablation procedure of the liver utilizing the solero microwave system. After 10 seconds, error 209 (coolant temp . >52oc) appeared. The saline bag was checked and was determined to be chilled. The unit shut down and the procedure was unable to be continued at this point. The probe was disconnected and set aside. A new of the same probe was connected and the procedure was once more attempted, however an error 209 occurred again. Again, the probe was disconnected, and a new of the same was used to successfully complete the procedure. Although information was requested, but not provided, it is reasonable to conclude the procere was delayed greater than 30 minutes due to this event. This event was assessed as meeting the criteria of a reportable adverse event as the patient was sedated during this delay (potential patient safety risk). It was reported the disposable devices sre available for return to the manufacturer for evaluation. There was no report of patient harm or injury due to this event.